Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument was not applying the clips properly. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no issues noted. The issue occurred when the surgeon attempted to clamp on a vessel. There was no harm to the patient. There was no unintuitive motion. There are no photos or videos of this event available for isi review.

Manufacturer narrative:
Based on the claim against the product by the customer noting medium-large clip applier instrument was not apply the clips properly, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the customer reported complaint. The instrument was found to have a bent grip and the tip does not align with the other grip. The complaint regarding the reported issue was confirmed by fa, which indicates that the device did contribute to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.